Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the instrument. The fse as troubleshooting measure observed patient sample run and noted that fluid was being dispense on top of tubes and cuvettes. The fse determined the failure mode was due to faulty sample probe inner wash valve. The fse replaced the sample probe inner wash valve to resolve the issue. Performed verification testing successfully without further issues. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer reported generation of erratic false patient results for multiple analytes including glucose (glu), triglyceride (trig), hdl cholesterol (hdl), blood urea nitrogen (bun), total bilirubin (tbil), total protein (tp) and creatinine (cre), involving the au480 chemistry analyzer. The customer observed there was foam on top of samples that generated the false results. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.